Manufacturer narrative:
Patient codes:n/a. Device codes:n/a. Internal file number - (B)(4). Event continuation: a medsun mandatory and voluntary report form was received reporting an adverse event requiring intervention; however, the second clip that was deployed in the procedure was to further reduce mitral regurgitation, and not to prevent a serious injury. Therefore, this report will be filed as a malfunction. No additional information was provided. Correction: initial reporter also sent report to FDA.

Event description:
Subsequent to the initially filed report, the following information was received via a medsun report: after the deployment of the first clip, we got excellent results with minimal mitral regurgitation. We used xtr device mitral clip system. After having successful results, we opened the lock line and noticed that the mitral clip does not seem to be as closely posterior as it should be. We did discuss these findings with the vendor and recommended to deploy the device. After fully taking out the lock line we noticed that mitral clips arms are 30 degrees apart at least. Considering this unexpected scenario, we made sure that mitral clip is not loose and after ensuring that we were not left with any choice beside removing the gripper line and deploying it completely as at this present time mitraclip cannot be retrieved. Exact etiology of incomplete arms apposition and closure is unknown and most likely a manufacturing defect. This has never been seen. Patient had moderate to severe mitral regurgitation afterward. Considering there is considerable leak and prolapse lateral to the previously deployed clip we decided to place a second mitraclip nt lateral to the first clip. We were able to reduce the mitral regurgitation to the moderate level and still pulmonary veins were systolic blunting into and with some mild reversal in the remaining 2 of the pulmonary veins. There was considerable amount of mitral leak through the first incomplete closed clip. Patient gradient across the mitral prothesis at heart rate of 75 was near 4 mmhg. Considering that we have made at least 50% reduction in the mitral regurgitation volume by the transesophageal echocardiogram and improvement of the pulmonary vein flow, we decided not to place a third clip as it can lead to severe mitral stenosis. The results are suboptimal and we discussed the findings with the patient family.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opened while locked during deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve, and the leaflets were grasped. The mr was reduced to 2+. After deployment, the clip slightly re-opened to 30 degrees and the mr was 3. The clip was stable on the leaflets. A second clip was deployed to further reduce mr. Two clips were implanted, reducing mr to 2-3+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents reported for mechanical issue (clip open while locked) from this lot. All available information was investigated and a definitive cause for the reported mechanical issue (clip open while locked) could not be determined in this incident. It is possible that procedural conditions during procedure (tension on the clip, unintended curves/tension place on the device by the user) contributed to the reported user experience; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.